Event description:
The customer reported that there was a failure of the monitor to alarm for an asystole event. The pt expired.

Manufacturer narrative:
(B)(4). The customer reported that there was a failure of the monitor to alarm for an asystole event. The pt expired. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.